Event description:
A physician reported that during implantation of an intraocular lens (iol) there was a string-like foreign material adhered to surface of iol optic, the surgery was performed and completed without product replacement and in follow-up observation, it was confirmed that there were no problems. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One used cartridge was returned with two unopened cartridges for the reported lot. The used was microscopically examined. The returned used cartridge had dried viscoelastic. The used cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating in the nozzle. One of the returned, unopened cartridges was opened for evaluation. No damage or foreign material was observed. The unopened cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. A video was provided. The cartridge preparation and initial loading were not shown. The cartridge comes into view with the lens already inserted in the loading area. Ovd amount could not be determined. The lens was visible advanced into the tip. Both haptics were tucked in the optic fold. The lens was advanced into the eye, there appeared to be a "jump" as the lens exited the cartridge tip. The hp appears to be a non-company handpiece . After the lens unfolds, two parallel linear materials are observed on the posterior surface; one long and one short. The material was removed with the I/a tip. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens diopter was not provided it cannot be determined if it was qualified. A non-qualified handpiece and viscoelastic were used. The root cause for the reported issue could not be determined. Based on the review of the video and evaluation of the returned used, the reported foreign material may have been internal coating material from the damaged cartridge nozzle. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).